Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 69.0 cm, 73.0 cm and 87.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If the pusher assembly mid-joint become retracted into the introducer sheath friction lock, resistance will likely be experienced while advancing the device. During functional testing, resistance was encountered while advancing the pusher assembly mid-joint through the introducer sheath friction lock. After the mid-joint was passed through the friction lock, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior superior pancreatic-duodenal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, the physician implanted three smart coils in the target vessel. While attempting to introduce the next smart coil to the microcatheter, the physician reported that the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using three additional smart coils, three non-penumbra coils , and the same microcatheter. There was no report of an adverse effect to the patient.